Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that the knob on the screen for oxygen concentration control of the ventilator was not working. During patient use, the patient desaturated to the 80's and they could not get the o2 concentration turned up. The patient was bagged. The final patient outcome was no injury. (B)(4).

Manufacturer narrative:
(B)(4). The investigation of the returned rotary encoder confirmed the reported problem. Adjustment of the oxygen concentration could not be done. The cause was determined as wear and an older design of the aperture holes. The wear is a normal degradation of the led inside the encoder and the older aperture design reduces the amount of light that reaches the photo-transistors. This combination led to inadequate light output to the photo-transistors to enable proper functioning. Adjustment of o2 concentration can be done in 2 ways, either by using the o2 direct access knob or by using the main rotary knob. The non-functioning of the o2 direct access knob in this case did not affect the functioning of the main rotary knob and the user had the possibility to adjust the o2 concentration by using the main rotary knob. The rotary knob was defective but adjustment of o2 concentration was still possible by using the main rotary knob. And therefore the cause of the event was partially due to user error. The aperture holes were widened and their positioning was adjusted the year 2001 to allow better pairing of the led and the photo-transistors. The returned rotary encoder in this report was also manufactured in the year 2001 but it did not have this change. (B)(4).

Event description:
(B)(4).